Event description:
The manufacturer received information from a sales representative that was visiting a patient's home to retrieve a device because the patient had passed away. While retrieving the device, the patient's family (or someone on the patient's side) had reported that they might considered legal action because the visiting nurse had failed to visit the patient. It was reported that the device was operating without any issues when the patient passed away and there is no causal relationship between the cause of death and the device behavior. At the time that the visiting nurse forgot to visit, the patient had fallen. The patient remained in the fallen position until her daughter returned home. According to her daughter observation, the patient was already significantly hypothermic at that time. It is unknown whether the patient was using the device at the time of the fall. The patient was taken to their primary hospital where a CT scan and other examinations revealed a wrist fracture. Since surgical intervention was required, the patient was transferred to another hospital. The patient was switched to hospital's ventilator. As synchrony could not be achieved with the hospital device, the patient was switched back to their trilogy evo device with the daughter's consent. The patient's vital signs temporarily stabilized, the patient passed away in the hospital several days later after the transfer. The female patient had a primary disease of dilated cardiomyopathy. Philips is currently investigating this complaint. The device has been received by the manufacturer and is currently awaiting evaluation. A supplemental report will be submitted as due.